Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent scratched with the lesion in the proximal end of lad and the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent scratched with the lesion in the proximal end of lad and the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.